Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 14th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ volista. As it was stated the paint was peeling and rust occured on the device. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number : (B)(4).

Manufacturer narrative:
The correction of d4 catalog #, d4 unique identifier (UDI) # and h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 catalog # ardvst229019a. Corrected d4 catalog # ardvst229029a. Previous d4 unique identifier (UDI) # (B)(4). Corrected d4 unique identifier (UDI) # (B)(4). Previous h4 manufacture date: 2017-10-04. Corrected h4 manufacture date: 2016-11-17. Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated the paint was peeling and rust occurred on the device. There was no injury reported, however, we decided to report the issue in an abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to paint peeling and rust occurrence, and it contributed to the event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. According to the subject matter expert at the manufacturer¿s site, the most probable root cause of this premature oxidation and paint degradation would be an incorrect operation handling before painting. The pre-treatment operation could be involved. The improper protection after rust or incompletely dry after rust process would have led to the containment and oxidization under the paint. So far, all the cases reported correspond to main arms manufactured before july 2016, hence by the supplier fengmi. The painting suppliers have changed since july 2016. The current one is huaya who has strengthened the process and parameters stability. No cases have been reported since the supplier fengmi has been replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.